Event description:
Caller contacted abbott diabetes care and reported that her "husband passed away from using the freestyle insulinx meter" and that his "death occurred from a diabetic coma from inaccurate readings". It was also reported that the customer "was found non-responsive" and transported to a "hospital where he was diagnosed as being in a diabetic coma and was on life support for 7 days". The official cause of the death was not reported and remains unknown. However, adc is actively engaged in attempts to obtain clarification about the reported event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. The meter's manufacture date is unknown, the date entered, is the date when abbott diabetes care became aware of this medical event. All pertinent information available to abbott diabetes care has been submitted.